Manufacturer narrative:
Based on the claim against the product by the customer noting wire was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The instrument was also found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing. A visual inspection found the wire to be exposed. The instrument failed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the fenestrated bipolar forceps had broken wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.